Manufacturer narrative:
(B)(4). A vyaire field service representative (fsr) went onsite to evaluate the customer's device. Transducer calibrations were performed and tested, but were unable to resolve the customer's reported issue. A replacement main printed circuit board assembly (pcba) has been ordered and upon receipt of the replacement component, the evaluation and repair will be completed.

Event description:
The customer reported that their vela ventilator alarmed "transducer fault". The customer reported that there was no harm or injury to the patient.